Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient woke up at 3:00 am and his cgm reading was at 70mg/dl so he took some glucose tablets to correct it. He did not check a bg at the time. After taking the glucose tablets, the cgm showed that he was at 40mg/dl, so he ate a peanut butter and jelly sandwich. He then decided to call 911 as the cgm value was still dropping. No symptoms were reported. When paramedics arrived, they checked a fingerstick bg which was 445mg/dl, while the cgm was still showing low at 40mg/dl. He was taken to the hospital and was given insulin. At the time of the report he was in stable condition. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.